Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms. The customer also reported that the cardiac output and fill volume readings were inconsistent. The patient was subsequently switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
The driver passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, an extended observation run was performed and no abnormalities or alarms were observed. In an attempt to reproduce the customer-reported issues, a low cardiac output was induced on the driver by increasing right arterial pressure levels out of normotensive levels. The driver alarmed as expected when cardiac output was below specifications (3.5 lpm). The root cause of the customer-reported issue could not be conclusively determined as the driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4432 follow-up report 1.